Event description:
It was reported the screen does not work. Programmer boots up without a functioning screen. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the power supply and fan start but the screen is not functioning; mpu (micro processor unit) printed circuit board assembly found out of electrical specification. Analysis also found corrosion on power supply and lower case. The keyboard at hinge pin area and keyboard rails are damaged. Keyboard slide cover is missing. System fan is intermittently noisy.